Manufacturer narrative:
On 7/1/2020, the product investigation was completed. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis lab identified that the pebax was cracked and a piece of the pebax was missing. Initially it was reported that a temperature error appeared on the smartablate generator. Then an unknown catheter sensor error appeared on the carto 3 system while the thermocool® smart touch® sf bi-directional navigation catheter was in use. The system would not allow for ablation to start as a result. There was no ablation while this issue occurred. Powered down the smartablate generator; however, the issue persisted. The cable was exchanged without resolution. The catheter was exchanged and the issues resolved. The case was continued successfully. A faulty catheter was determined to be the root cause for both errors. The carto 3 system and smartablate generator were operating per specifications. Device evaluation details: the device was visually inspected, and it was found a red brown material inside the pebax, pebax is cracked - a little round piece of pebax is missing. A second closer inspection was performed and it was found ahole at the pebax and reddish material inside it. Per the event, the catheter was tested for stockert compatibility and it was found within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 was observed. A failure analysis was performed, the catheter was dissected and it was found that the pcb has a reddish material presumably blood on the components due this condition the readings was incorrect. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The reported issue error appeared on the carto 3 has been confirmed. The root cause of the damage on pebax and the reddish material on the pcb cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool® smart touch® sf bi-directional navigation catheter, and the biosense webster, inc. Product analysis lab identified that the pebax was cracked and a piece of the pebax was missing. Initially it was reported that a temperature error appeared on the smartablate generator. Then an unknown catheter sensor error appeared on the carto 3 system while the thermocool® smart touch® sf bi-directional navigation catheter was in use. The system would not allow for ablation to start as a result. There was no ablation while this issue occurred. Powered down the smartablate generator; however, the issue persisted. The cable was exchanged without resolution. The catheter was exchanged and the issues resolved. The case was continued successfully. A faulty catheter was determined to be the root cause for both errors. The carto 3 system and smartablate generator were operating per specifications. The temperature sensor error was assessed as not MDR reportable. Since the generator was unable to deliver radio frequency, the most likely consequence was an intra procedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The unknown catheter sensor error was assessed as not MDR reportable. The catheter can not be used and must be replaced. The biosense webster, inc. Product analysis lab received the device for evaluation and on june 1, 2020 they identified red brown material inside the pebax. The pebax was cracked and a little round piece of the pebax was missing. Since the pebax integrity was compromised, this returned condition was assessed as a MDR reportable issue. The awareness date of this integrity issue is june 1, 2020.